Manufacturer narrative:
E1 full establishment name due to character limit:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error e333. The issue occurred during service maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d10, g1, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibreform foreign object adheres to the inside of the video connector and failure of the touch panel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation the cause is traced to component failure, and regarding the new reportable findings found in the investigation the cause is traced to component failure for failure of the touch panel and cause not established for fibreform foreign object adheres to the inside of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.